Manufacturer narrative:
A2: age at time of event - 18 years or older. Device eval by manufacturer: analysis of returned product revealed that the distal tip of the guidewire was kinked. The overall length and outer diameter of the device were within specification.

Event description:
It was reported that the rotapro became stuck on the rotawire. A 1.50mm rotapro and a 330cm rotawire were selected for use in an atherectomy procedure. The devices were used to treat the target lesion. Upon removal, the rotapro became stuck on the rotawire. The devices were removed together. The procedure was completed. No patient complications were reported. It was further reported that this was a left anterior descending artery (lad) intervention. The target lesion was mildly calcified. The anatomy was not tortuous. The patient was in stable condition post-procedure.

Manufacturer narrative:
A2: age at time of event - 18 years or older.

Event description:
It was reported that the rotapro became stuck on the rotawire. A 1.50mm rotapro and a 330cm rotawire were selected for use in an atherectomy procedure. The devices were used to treat the target lesion. Upon removal, the rotapro became stuck on the rotawire. The devices were removed together. The procedure was completed. No patient complications were reported. It was further reported that this was a left anterior descending artery (lad) intervention. The target lesion was mildly calcified. The anatomy was not tortuous. The patient was in stable condition post-procedure.

Manufacturer narrative:
Date of event: event date was not reported and was approximated to (B)(6) 2020.

Event description:
It was reported that the rotapro became stuck on the rotawire. A 1.50mm rotapro and a 330cm rotawire were selected for use in an atherectomy procedure. The devices were used to treat the target lesion. Upon removal, the rotapro became stuck on the rotawire. The devices were removed together. The procedure was completed. No patient complications were reported.